Manufacturer narrative:
The bronchoscope referenced in this report was not returned to olympus for eval. A review of the instrument history indicated that the device has not yet been returned to olympus for service ever since the user facility purchased the device on (B)(6) 2012.

Event description:
Olympus was informed that the user facility was not reprocessing the bronchoscopes in accordance with the directions for use. The user facility was using expired detergent and expired high-level disinfectant, storing the bronchoscopies in their cases, completing only one rise after high level disinfection, and not testing the alcohol efficacy. An olympus endoscopy support specialist has provided in-service training to the facility staff was reviewed the appropriate reprocessing of the bronchoscopes. No pt infection or cross-contamination was reported.